Event description:
The physician reported that the pt was admitted to the hospital for dialysis treatment. Following the application of dc shocks due to cardiac arrhythmia, the subject device could no longer be interrogated. Reportedly, the dc paddle was placed close to the pacemaker pocket. A re-intervention was performed on the same day, and the device was replaced.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.